Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via manufacturer representative reported an infection was observed at the implant site. The hcp asked where the pocket site should be selected if a replacement procedure was performed. It was noted that there was a high risk another infection would occur near the pocket site and that an interval of 3-6 months would be required if another device would be implanted in the same site. Performing a replacement was not decided, as it was dependent upon further consumer status. Additional information received reported the device system was planned to be explanted. It was noted that no further information was obtainable.